Manufacturer narrative:
Investigation findings: an evaluation confirmed that the carbide bur was broken. The returned portion of the bur measured 1.57 inches, the remaining broken portion was not returned. The break occurred at the weak section of the bur. This product is labeled as a side cutting bur. A review of product history shows no other events related to this device. The customer will be contacted for additional inservicing needs.

Event description:
It was reported that the bur broke during use in a platelofemoral reconstruction procedure. A post operative x-ray confirmed that the broken portion was not in the patient. It was reported that at the time of breakage, the surgeon was using the bur as a drill bit in the tibial bone. The customer reported that the patient's recovery has been unremarkable and no further surgical intervention will be needed.